Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, all buttons were responding intermittently. Customer also reported of having unexplained low blood glucose of 40 mg/dl and passed out. Customer's blood glucose was 100 mg/dl at the time of incident and treated with manual injection. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the functional testing and no moisture damage was noted under the display screen, electronic assembly or motor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.